Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery required changing every two days and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found low/replace battery warnings and installation of partially discharged batteries was also observed. Investigation found that the sleep current draws were within specifications. The battery compartment was intact and there was no evidence of moisture in the battery compartment or on the underside of the battery cap. The battery cap was able to tighten properly onto the pump. The pump powered up properly to a fully functional verify screen. The rewind/load/prime sequence was completed without any alarms. Unrelated to the power issue, the coin slot of the battery cap was found to be stripped and it was difficult to remove the cap from the pump. The investigation was unable to duplicate the reported power issue.